Event description:
Bd q-syte attached to central line on (B)(6)2009. Flolan was being run through the line on a continuous infusion and accessed daily. The patient was unable to remove the q-syte resulting in a visit to the emergency department. The emergency department was able to remove the q-syte using clamps. The reporter did not know if the patient initially encountered problems attaching the q-syte to the central line.

Manufacturer narrative:
Conclusions: without a lot number we are unable to review the device history record or material review reports for any abnormalities or irregularities during the manufacturing process. The sample was discarded, and we are unable to determine the cause of the reported problem. (B)(4)